Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30 degree plus endoscope involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a diagnostic laparoscopy surgical procedure, the portion of the camera that typically attaches to the da vinci arm did not hold itself upright. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope to perform failure analysis. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing for evaluation and found with an endoscope adapter shaft bearing contributing to friction. The endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The endoscope was also found with cosmetic damage. The cable integrated connector housing exhibited discoloration. There was a minor cut to the cable insulation. The damage was located near integrated connector of the endoscope cable.

Event description:
Refer to h10/h11 for follow-up information.